Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection revealed no evidence of damage to the unit. Also, there was no finding regarding any component of the pes unit overheating or becoming very hot. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of overheating of the device was not confirmed.

Event description:
The patient reported the patient electronic unit was hotter than normal. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.